Event description:
It was reported that during a total knee replacement procedure, the first few staples deployed from device were malformed and crimped. The staples from the same device started to form properly and it was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Device is not returning the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.